Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and, the reported difficult gripper line removal appears to be due to procedural circumstances. Additionally, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted without issues. To further reduce mr, a second clip was advanced, and the leaflets were grasped successfully, reducing mr to 1. However, resistance was noted when removing the gripper line, but it was successfully removed. After the clip delivery system was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr was 1-2. No additional clips were implanted. There was no adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.